Manufacturer narrative:
The pump was monitored for four days and passed the displacement, error and self tests. No unexpected restart or external ram crc error alarms noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm every battery change and the insulin pump would reset. The customer reported that they received external ram error alarm as well during rewind and prime sequence. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarms. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer stated that the bolus amount was recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.